Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a supply bag falling and disconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. The line with the blue clamp is for the last fill bag. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the supply bag had fallen and disconnected. The technical service representative (tsr) explained the alarm to the care giver (cg), reviewed proper procedures with the cg, and assisted the cg to clear the alarm. The hp would complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.